Manufacturer narrative:
Additional pro code: dro. Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib disabled", "pacer disabled", "pacer fault 122", "paddle fault", "system fault 36", "system fault 36" messages and inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunctions were duplicated and attributed to a damaged etch on the analog board. The reported malfunction of the device shut down was observed during review of the device's activity log. The device was put through extensive testing without duplicating the malfunction. The device passed the final test procedure, was recertified, and returned to the customer. The battery used at the time of the reported event was not returned for evaluation. Analysis for reports of this type has not identified an increase in trend.